Event description:
It was reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, which resolved the issue without recurrence. Customer acknowledged the guidance and was advised to continue using the pump, with the instruction to reach out if the malfunction code recurred.